Event description:
Advocate stated some of the blood glucose readings were not being stored in the memory of the contour next link. No adverse event alleged. The advocate was asked to return the meter for investigation. A replacement meter was sent to the customer.